Event description:
(B)(4). Initial report received on (B)(6) 2009 from a dermatologist. A (B)(6) female patient with an unknown medical history, experienced important edema at the level of lower eyelid after receiving injection of poly-l-lactic acid (sculptra) in the malar level. She had received one injection of poly-l-lactic acid (sculptra) in (B)(6) 2009 in the area of cheekbone with no mention of exact doses, indication and batch number. No concomitant medications were mentioned. In the beginning of (B)(6) 2009, she experienced edema at the level of lower eyelid. At the time of the report, outcome was ongoing. No further information was provided. Further information had been requested. (B)(4).